Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed that the device has been in for service before but for an unrelated customer problem. The device was tested, and the cut-off pressure was found to be within specification. The root cause of the issue could not be determined. The reported issue was not confirmed by the technician and the device will be submitted for functional and delivery testing.

Event description:
It was reported that the closing pressure is too high. The reporter noted that it was at 1.95 bar. There was no patient involvement.